Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the rv lead integrity alert were met. It was noted there were three non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016, 104 ventricular sic counts since the last session 13 days ago, 1208 lifetime ventricular sic counts and the lead failure predictor triggered on (B)(6) 2016 for ventricular sic and nsvt episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered and the right ventricular (rv) lead exhibited an increased number of v-v short intervals and two high rate non-sustained episodes, along with a small decrease in impedance and a small increase in thresholds. An rv lead fracture was suspected. The rv lead remains in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo and the outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated more frequent oversensing episodes observed, along with noise occurring in both channels at the same time but with different morphology. The rv lead was explanted and replaced. It was noted during the rv lead was cut and damaged during the extraction procedure. No patient complications have been reported as a result of this event.